Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-01251 and 1627487-2011-01252.

Manufacturer narrative:
This ipg serial number is included in a (B)(4). Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and met specification. No anomalies related to this event were found. Visual analysis noted discoloration in each septum and in the header. Loose bal-seal springs were observed in the bottom port. No auto-testing could be performed due to the loose bal-seal springs. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 (B)(4). We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.